Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred.